Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed, but the root cause could not be determined. One 5 fr d/l powerpicc catheter was returned for evaluation. Two photographs of a d/l powerpicc catheter were returned for evaluation. An initial visual observation of the returned catheter showed blood residues along the device. A longitudinal split was observed just distal of the molded suture wings to the 0 cm depth marker. No obvious compression damage was observed along the catheter shaft. A functional test of attempting to infuse water distal to the split using a 12 ml syringe and a 4 fr groshong proximal connector revealed the catheter was patent to infusion with no observed blockage. A microscopic observation revealed sharp fracture edges and a granular fracture surface. Nothing remarkable was observed along the rest of the catheter shaft, and no obvious kinks were observed along the catheter shaft. The root cause of this failure could not be determined; however, possible causes of failure include attempting to flush the catheter against resistance, damage caused by a compression style securement device, or other unknown causes. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that the dl powerpicc inserted in december being used for frequent blood samples experienced difficulty flushing/aspirating for the past few days. Split noted on PICC today, so line removed, appears on lumen that was having issues previously. No patient injury was reported. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.